Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, the clip would not deploy properly inside the patient. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. It is unknown whether the complainant contends that the clip fully deployed and then failed to release from the catheter; therefore, this has been deemed an MDR-reportable event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was confirmed that the device was not used past its expiry date. (B)(4) for the reported event: clip would not deploy properly. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.